Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon leaked. The balloon was fully deflated to remove the catheter. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore , no physical investigation could be conducted. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the balloon leaked. The balloon was fully deflated to remove the catheter. There was no patient injury.